Event description:
An optometrist reported that a patient presented with stage one diffuse lemellar keratitis (dlk) in the left eye one day post lasik. The previously prescribed topical steroid eye drops were increased. Additional information received states that the patient's symptoms have resolved and the patient is no longer using the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).